Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 09/14/2016, however the correct date is 10/04/2016. Additional information/device evaluation: section h6; type of investigation - 3331, 4109 section h6; investigation findings - 213 section h6; investigation conclusions - 67 manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that while surgeon was sculpting on a very dense lens with a new 21ga needle and had a small thermal injury to the cornea. The incision did seal at the end of the case. No additional information was provided.